Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead integrity alert triggered due to oversensing and abnormal rv tip to ring impedance on the right ventricular (rv) lead. It was noted that there was non-sustained ventricular tachycardia episodes and impedance variation. The lead remains in use and the patient is scheduled for a lead revision procedure at the end of the month. No patient complications have been reported as a result of this event.